Event description:
The patient who was going to the or for a pda (patent ductus arteriosus) ligation had a peripheral IV in her foot and a PICC line in her scalp. The anesthesiologist switched out the baby's ett (endotracheal tube) for an ett with a side-port, luer-lock attachment for co2 monitoring. At some point during the case the peripheral IV became infiltrated and difficult to flush. The baby required a transfusion, and the anesthesiologist intended to access the PICC line, but instead infused the blood into the ett side port. The procedure was stopped and the lungs were lavaged. Only a small amount of blood entered the lungs.